Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl. The customer took a manual injection to stabilize bg level. A system check was performed indicating that the pump was function as intended. During the call with tandem technical support, the customer noted air bubbles in the infusion set tubing. Reportedly, the customer has not been removing air from the cartridge before filling the cartridge with insulin. The customer declined to troubleshoot with tandem technical support. The customer was instructed on how to expel air bubbles by performing fill tubing.